Event description:
It was reported the customer received a keypad anomaly. The customer stated their buttons were unresponsive and the screen was frozen on the alarm clock. Customer's blood glucose was 143 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The esc button did not respond due to moisture damage on keypad trace. No frozen screen noted. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.